Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell and others, and flat creases. A microscopic analysis was performed which identified: a striated broken on anterior and a striated opening on anterior. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left-side rupture. Healthcare professional additionally reported "grade 1 cc" and "unacceptable cosmetic appearance." Device has been explanted.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade I and "unacceptable cosmetic appearance." Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code : f2203. Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture and capsular contracture, baker grade unknown. Device remains implanted.